Manufacturer narrative:
Product event summary: the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the proximal conductor is kinked at 39.5, 40.3, and 44.3cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the pacing lead was unsuccessful because the lead was "kinked". The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.